Event description:
It was reported that the unspecified bd infusion set had flow issues. The following information was provided by the initial reporter: a clinician reported that she experienced free flow when removing the tubing from the pump to throw the tubing away at the end of the infusion. The tubing was not attached to the patient at the time of the event, the fluid free flowed onto the floor, per the clinician.

Manufacturer narrative:
Device evaluation: no product or photo was returned by the customer. The customer complaint of flow issues - accuracy could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.